Event description:
The customer's family member reported that the customer was hospitalized for dka. Bgs were high the night prior the admission. It was informed that the infusion set was occluded at the site. The programming insulin concentration, and settings were fine. A fixed prime with the reservoir in the pump was performed. The pump was operating as designed and the insulin exited. Instructed the customer to change out the set per doctor's instructions.